Event description:
The white protective (ceramic) coating on the tip of the electrode broke off in the pt's shoulder. Fragment was retrieved into cannula and extracted from the pt. Problem did not result in any pt injury. If this was to recur and the fragments were not retrieved, it is possible that a potential pt injury could occur.